Event description:
Two abutments broke in function. Pt is reportedly fine.

Manufacturer narrative:
No observable defects could be found with the components themselves. Measurements taken met design requirements. A review of the lot history of the subject products could not be completed since the lot numbers were unavailable from the dr's office.